Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was identified coincident with peritoneal dialysis therapy. Upon removing the supplies after their treatment, a patient¿s caregiver discovered a fluid leak from within the cassette door of the cycler. The technical support representative advised the patient to discontinue use of the cycler. The patient had manual supplies to continue with their treatment without the cycler. The cause of the leak is unknown. Follow up with the patient¿s peritoneal dialysis registered nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The patient discarded the cassette used at the time of the incident. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications.

Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.